Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and was able to verify the reported issue. It was found during evaluation that the device had four instances of warm boot (unexpected loss of power). It was found that the device has damaged battery clips, preventing the battery from fully engaging and slipping when device was tilted backwards. The root cause of the issue was damaged battery clip. The customer was informed to replace the battery.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed the damage on one of the battery clips, preventing the battery from fully engaging. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.